Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (1000 mcg/ml at 199.8 mcg/day) and baclofen (1500 mcg/ml at 299.8 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2018 the patient presented to the ER (emergency room) with an infection at the pump site and the pump was partially exposed through the skin. The patient was elderly and had no recollection of how it happened, so there was no further information regarding how it happened. The neurosurgeon decided to replace the pump and catheter. On (B)(6) 2018 the patient was taken to surgery. The pump and catheter were removed from the patient¿s left abdomen and a new pump and catheter were implanted in the patient¿s right abdomen. The hospital did not have the drug available to put in the new pump. They only had fentanyl 50 mcg/ml and no baclofen. The hcp ended up putting the fentanyl 50 mcg/ml with a daily dose of 100 mcg/day (a 50% decrease) in the pump and prescribed the baclofen orally. The hcp was informed that the pump would only provide medication for 10 days and the patient would need to get to their pain doctor for a refill and dose change as soon as possible. All this information was communicated and agreed upon between the neurosurgeon and the patient¿s pump managing physician. The issue was not resolved at the time of this report. The patient was being treated with antibiotics. The patient status was reported as ¿alive ¿ no injury¿. It was indicated that the hcp had no further information regarding the event. No further complications were reported/anticipated.